Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the ventilator will not work on ac power. The customer reported the device was not in use on patient.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. Product support informed the customer that the power management (pm) board may need to be replaced. The customer was given the part number and price for the board.